Event description:
Atrial channel oversensing detected as at/af- farfield signal detected as p wave in refractory on presenting egm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).